Event description:
It was reported that when using the bd pyxis¿ es server, rmc ed and brookside ed device not communicating and patient not crossing the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices not communicating. A technical support specialist (tss) logged into the enterprise server and observed that the devices for the facility were in a critical override state. The tss noted that only this facility was affected while extensible markup language messages were processing correctly for other facilities. The services on the server were restarted, and the carefusion coordination engine disconnect flag showed a value indicating normal communication with the server. The health sight viewer (hsv) checks revealed that the pharmacy adt, which used meditech was down. The tss planned to inform the customer that the issue appeared to originate on the adt side and required follow-up with the information technology (it) team. The tss later observed that the devices had cleared the critical override state and that the health sight viewer no longer displayed delays or outages from meditech. The customer was informed by email that the adt issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.